Event description:
It was reported that two device related pressure ulcers were experienced from the scd tubing where the hard, clear plastic tubing exits the sleeve. It was believed that the tubing was too hard. It was later reported that there were bilateral wounds from the calf compression sleeve tubing. These wounds were discovered on (B)(6), five days after the patient was admitted. Dressings were used to treat the patient and the patient was subsequently moved to a foot pump to relieve that area. The patient later died from pre-existing condition of cancer.

Event description:
Additional information received: it was reported that the patient was admitted on (B)(6). The patient was malnourished, had edema, and in poor failing health. The patient experienced only one pressure ulcer. The patient was re-positioned daily. It was reported that the tubing was coming from the calf sleeve, running towards the foot. The location of this ulcer was on the achilles tendon, closer to the calcaneus. The leg rested right on the tubing, the tubing was very hard, round and not flexible. When pressure was placed in that area it caused necrosis easily. The patient 's death occurred within a few days at home

Manufacturer narrative:
The device was not returned to the manufacturer as of the date of this report. A supplemental report will be sent after device evaluation if the device is received.

Manufacturer narrative:
Complaint history for this model calf sleeve reveals no similar reported issues.